Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6), 2011, product type: lead. (B)(4).

Event description:
It was reported that impedances for electrodes 0-7 all read greater than 10,000 ohms, but electrodes 8-15 were all fine. Additional information received reported that reprogramming helped the patient get good stimulation on the left side of his back and left leg. No interventions were taken or planned yet. It was noted that the patient was going to contact the manufacturer representative if he wanted to fix and/or revise the lead. The patient did not have a pain doctor managing the device currently.